Manufacturer narrative:
The root cause of the sub-optimal tissue processing reported by the complainant was found to be a use error, which first occurred at 16:08pm on (B)(6) 2019. The facts suggest that a user loaded 253 cassettes into retort a for processing using the "standard 4hrs" protocol although the instrument was configured to the two (2) baskets retort fill level. Information detailed in section 2.2.4 of the peloris/peloris ll user manual entitled "cassette baskets" details that the maximum number of cassettes which can be accommodated in a high capacity basket is 100. Consequently, the maximum number of cassettes that can be processed with an instrument configured to the two (2) baskets retort fill level is 200. Section 2.2.4 the peloris/peloris ll user manual also contains the following warning: "never place three baskets into a retort when the instrument is configured with a two-basket fill level. If this occurs, reagent will not cover the top basket and tissue samples will be damaged. As the number of cassettes loaded for the "standard 4hrs" protocol started in retort a at 16:08pm on 25 october 2019 exceeded the maximum number of 200 cassettes for this retort fill level, the cassettes in the top basket would not have been covered by processing reagents during execution of this protocol, resulting in the adverse impact on the quality of tissue processing reported. Information recorded in the instrument logs shows that the use error in which more than 200 cassettes were loaded for processing with the instrument configured to the two (2) baskets retort fill level occurred in in a total of eight (8) protocols executed between 25 october and 02 november 2019. This finding supports the initial information provided by the complainant that tissue in approximately 20-30 cassettes derived from multiple processing runs executed was found to be mushy and under-processed.

Event description:
Leica biosystems received a complaint that tissue in approximately 20-30 cassettes derived from multiple processing runs was mushy and under-processed, with no instrument errors recorded in the instrument logs. The complainant advised that the sub-optimal tissue processing reported had been first noted on 31 october 2019. A leica applications specialist - core histology (fss) provided applications support in relation to this event on (B)(6) 2019. The fss documented that the instrument was found to be set to the two (2) baskets fill level for both bottles and retorts, while three (3) baskets were being loaded into the instrument for processing. On (B)(6) 2019, the fss documented that the instrument had been set to three (3) basket mode; and the laboratory supervisor had been instructed to run non-diagnostic test tissue prior to processing any further diagnostic patient tissue. On 22 november 2019, leica biosystems melbourne received information from the leica applications specialist - core histology (fss) that all cases involved in this event were diagnosable.